Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Sudden increased impedances were reported . A re-intervention was performed and during the procedure it was noted that both atrial and ventricular setscrews were loose.

Event description:
Sudden increased impedances were reported. A re-intervention was performed and during the procedure, it was noted that both atrial and ventricular setscrews were loose.

Event description:
Sudden increased impedances were reported . A re-intervention was performed and during the procedure it was noted that both atrial and ventricular setscrews were loose.

Event description:
Sudden increased impedances were reported . A re-intervention was performed and during the procedure, it was noted that both atrial and ventricular setscrews were loose.